Event description:
The customer reported that following a diagnostic catheterization on 7/14/1999, a vasoseal vhd kit size 1 was deployed. On 7/27/1999 a ptca/stent procedure was performed on the pt with no vasoseal vhd deployment. Following the second procedure the groin appeared normal and the pt showed no symptoms of infection or any documented rise in white blood count. However, on 7/30/1999 the pt developed symptoms of a systemic infection following having a hematoma. The infection control nurse at the hosp stated that the infection was probably due to the fact that a procedural sheath was left in the pt for 24 hours with a questionable dressing covering it. At one point she had observed that the dressing was removed and the pt was touching the site. This was the fourth procedure at the same site over a six week period of time. An incision and drainage was performed on the site during the week of 8/9/1999 and then the pt was moved to another hosp on 8/16/1999. No further complications were reported.